Manufacturer narrative:
Failure analysis has concluded that the reported issue was unintentionally caused by the user by not fully engaging the jaws of the forceps used during the procedure. A review of similar investigations with similar reported issue has noted that this is an isolated incident. The incident will continue to be monitored in regular trend review meetings.

Event description:
It was reported that during a monarch bronchoscopy the physician removed a foreign object while withdrawing the specimen tissue from the specimen.